Manufacturer narrative:
H10: additional manufacturer narrative: updated sections d4 (expiration date), h6 (type of investigation). Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. The root cause of this event was determined to be most likely due to patient related factors. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. The regurgitation in this case was impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction, including history of congenital heart disease, tetralogy of fallot and valve implant position. In addition, other patient risk factors such as the patient's younger age at implant may have contributed to this event. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. H10: corrected data: corrected section h6 (investigation findings, investigation conclusions).

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23mm 11500a aortic valve, implanted in the pulmonic position, underwent a valve-in-valve procedure after an implant duration 2 years, 5 months due to severe insufficiency and moderate stenosis. The patient was asymptomatic. The procedure was performed with a 26mm 9755rsl transcatheter valve successfully and the patient was in stable condition post procedure. The patient was discharged home on pod #1 in improved and stable condition.

Event description:
It was reported that a patient with a 23mm 11500a aortic valve, implanted in the pulmonic position, underwent a valve-in-valve procedure after an implant duration 2 years, 5 months due to severe regurgitation and moderate stenosis. Patient was asymptomatic. Balloon angioplasty of rvot; using a true balloon in order to open up the 23mm valve. The tpvr procedure was successfully performed with a 26mm 9755rsl valve. The patient was in stable condition post procedure and discharge home with aspirin 325mg qd on pod #1.